Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation, and visual inspection found the flange that pulls the tube to open and close the jaws had a 0.12 inch metal piece broken off which prevented the jaws from movement. When the handle latch was retracted or released, the jaws would not open or close since the metal flange that pulls the inner tube to open the jaws was broken. The metal piece was missing. The tube is made of stainless steel and should not break without exerting excessive force. The investigation identified the root cause of the reported event to be attributed to the user applying excessive force to the instrument. The IFU states, caution should be used when grasping, manipulating, sealing, and dividing large tissue bundles. No trend has been identified for this failure mode.

Event description:
The customer reported that the blade would not retract to allow the jaws to be closed. When the device was received for evaluation, it was noted that a metal flange at jaws was missing. The piece is a 12" piece that retracts the pull tube. The site confirmed that nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow up report will be submitted.